Event description:
The initial reporter received a questionable ise indirect na, ci for gen.2 result for one patient sample with a cobas 8000 cobas ise module. The initial na result was 128 mmol/l. The repeated result was 138 mmol/l. The initial cl result was 95 mmol/l. The repeated result was 103 mmol/l. It is unknown if the questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer stated there was no problem with the ise check, calibration, and control. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.